Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case guidance module and rio not compatible error. The case was converted to a manual total knee arthroplasty. The resulting outcome of the case was successful.

Manufacturer narrative:
Device identification: the reported device was confirmed to be a cpci motion control assembly 3.0, p/n 209953, lot 370306-2 ((B)(4)), RMA 229428. Device history review: this part was installed on robot (B)(4), which was assembled and released into inventory on 11/13/2015. Device evaluation and results: according to (B)(4), the guidance module/rio compatibility issue was caused by an issue in the cpci computer ((B)(4)). This failure was confirmed, the computer was replaced, and the system returned to normal operation. Complaint history review: a review of complaints related to p/n 209953 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 209953 part number will be tracked through (B)(4). Conclusions: the failure mode was confirmed by the field service engineer. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case guidance module and rio not compatible error. The case was converted to a manual total knee arthroplasty. The resulting outcome of the case was successful.